Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va11gld, product type lead .

Event description:
The patient reported getting 50-60% urinary relief, but they still found themselves leaking at inopportune times. It was also stated they were having dizziness when lying down. They indicated they did have vertigo in the past, but they started to feel dizziness when lying down since after the implant. The patient also reported feeling more and more soreness at the implant site. Per their daughter, it was red. The patient had never turned stimulation down or off to see the soreness would go away. It was stated they had an appointment with the doctor at the end of (B)(6). Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the patient indicated that they saw the healthcare provider (hcp) on (B)(6) 2016 and scheduled an appointment to take out the electrode on (B)(6) 2016. The patient was put on medicine to heal the swelling, soreness, and infection. They saw the hcp on and mentioned they were not having problems with it now, and the bacteria infection medicine took care of it. It was noted that the patient would notify the hcp when needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.